Event description:
During laparoscopic procedure it was noted that the barrel for the 10mm innerdyne disposable was broken off. The abdomen was irrigated and suctioned, fluid strained, no piece found. Xray was taken also revealed no missing piece. Serosal abrasion was noted.